Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the master-follower pumps would not link. The system 1 was configured for master-follower cardioplegia and the user had to re-link the pumps via the central control monitor. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.